Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states insulin was not going through the tube and the reservoir remained with the same amount. The customer's blood glucose level at the time of incident was 240mg/dl. The customer's most current level was 217mg/dl. The customer treated the highs with manual injections. The customer states they received failed battery alarm. Troubleshoot for the alarm was unable to be conducted due to customer not having replacement batteries to test. The customer was advised to monitor the device and call back for further troubleshoot.